Event description:
It was reported that prior to a percutaneous abdominal aortic aneurysm repair procedure, pre-close placement of the sutures was attempted of a moderately calcified common femoral artery using perclose proglide devices. Reportedly, after the needles had been recaptured, it was noticed that the sutures had broken. The device was removed and six additional proglide devices were attempted, but the sutures also broke. Two additional proglide devices were sequentially deployed 60 degrees opposite in orientation and set to the side. The access site was dilated to match the outer diameter of the delivery catheter. After conclusion of the percutaneous abdominal aortic aneurysm repair procedure, the knots from the two proglide devices were sequentially advanced and tightened with the knot pusher to achieve hemostasis. There were no reported adverse patient sequelae. Although there was a delay, it was not reported to be a significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The additional perclose proglide devices are being filed under separate manufacturer report numbers. The product was not returned for analysis, which may have aided in the investigation. A suture break as reported can be influenced by but not limited to, anatomical conditions, incorrect operator deployment technique, and manufacturing deficiencies. Patient anatomical conditions can cause a suture break such as calcified arteries. A femoral angiogram performed prior to device insertion revealed moderate calcification of the common femoral artery. Potential damage or cutting of the suture by sharp calcification may occur. It should be noted that the instructions for use state in the special patient populations section that safety and effectiveness has not been established in patients with femoral artery calcification which is fluoroscopically visible. Although, there is indication anatomical conditions influenced the product experience, it could not be confirmed. The physician is reportedly trained in the use of proglide. It was reported that during an attempted preclose placement of sutures, after the needles had been recaptured it was noticed that the sutures were broken. The proglide device instructions for use provides for the optimum procedure to ensure successful delivery of the suture. There is no reported information to indicate an operator deployment technique influence. During manufacturing all suture lots undergo suture diameter inspection and suture tensile testing inspection. As part of the manufacturing process all proglide devices undergo multiple suture-related inspections including but not limited to, tip to suture proof-loading, knot formation verification, and absence of suture damage or kinks. During final inspection all devices undergo inspections to verify that the suture is not damaged or deformed. Based on the reported information and the inspection criteria, a definitive cause for the suture breaking and associated patient effects could not be determined. A search of the lot history record for the reported lot did not reveal any nonconforming material records associated with this lot, indicating all lot release testing met specifications. A quality control audit inspection is performed to verify product quality. In addition, samplings of units are destructively tested to verify product quality to verify the functionality of the device. There does not appear to be any indication of a lot specific product quality deficiency.